Event description:
It was reported that the patient presented during implant procedure. Upon positioning the left ventricular lead, the wire and lead were stuck. While removing the wire, the wire was found broken. The lead was replaced during the procedure. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of the wire and lead were stuck, and wire was found broken were confirmed. Final analysis found that as received, a complete lead was returned in two pieces with the stylet stuck inside the lead. The cause of the reported events was due to bunched up ptfe coating of the stylet that prevented the removal of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly consistent with procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements.